Manufacturer narrative:
No sample was rec'd. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported, on several occasions, the surgeon experienced a blunt knife during a procedure. An alternate knife was used to complete each case on the same day. There was no harm to the pts involved. Add'l info has been requested. This is the first of two medical device reports being filed for this facility.